Manufacturer narrative:
A service call was made. Performed unexpected reaction checklist. Some probes had accumulation where it meets the tubing. Cleaned probes. Inspected syringe valves and tips and replaced as needed. Performed neg react assay and adjusted the values that were outside of the range. Performed qc tests with samples and obtained expected results. System is operating within specifications.

Event description:
Customer reported that an anti-e was missed when testing a patient sample on the galileo.